Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 16,212 joules. A second fiber was used and reported under (reference MFR report number 2937094-2012-00676); the case was completed with a different fiber. There was no report of any pt injury as a result of this event.